Event description:
A customer reported that their pump was not charging, and further investigation revealed that while the pump could be started when plugged in, the screen remained black, preventing confirmation of proper charging. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. The device is set to be returned for further examination, and a replacement pump with serial number 1480077 is expected to be sent to the customer.